Event description:
It was reported that an ilet bionic pancreas intermittently powered off and back on and that the sleep/wake button was sometimes unresponsive; the device was contact-synced, and a firmware update was performed, with instructions to monitor and provide video if the issue recurs. Symptoms included no reported blood glucose impact. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included log review and user-led troubleshooting and education. Investigation of this case revealed no recurrent alarms and no adverse clinical effects observed during use after the firmware update. It was concluded that the device functioned without clinical impact and that replacement would be considered if the wake button nonresponsiveness recurs with supporting evidence.